Manufacturer narrative:
As reported the user removed the device in an attempt to clear the device and the barrel insert was noted to be partially detached. The subject device was returned and visually evaluated. The barrel insert at the distal end of the device was damaged and partially out of alignment. The barrel insert remained attached in an attempt to pull it free. The guide wire and back up tabs were also confirmed to be significantly bent. During the functional evaluation, the barrel insert detached from the cannula. Based on review of the sample it appears that forces applied to the device were sufficient enough to cause the detachment of the component that occurred. At this time it cannot be determined what caused the device to become damaged in this manner. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." The information provided by bard represents all of the known information at this time.

Event description:
Information as reported by the user facility: a ventralex st mesh was placed against the abdominal wall during a lap assisted umbilical hernia repair. The optifix fixation device was used to attach the mesh. The optifix fixation device worked fine for several tacks then it bound up. The tacker was removed from the patient and a tack fired as usual. The tacker was placed back into the abdomen where the problem occurred again. The tacker was removed from the patient and it was noted that the grey piece (barrel insert) that sits inside the lumen at the distal tip of the tacker was sticking out of the lumen. A new optifix was opened and the procedure was completed with no harm to the patient.